Event description:
Information received from the field notes that during a routine follow-up, interrogation revealed an eol/rrt message. The message was cleared and measured battery data noted 2.76v, 16ua, <1 kohms. The magnet rate was 98.5 ppm. The patient is mildly pacemaker dependent. A subsequent follow-up noted battery data of 2.65v, 19ua, and 4.4 kohms. Arrangements will be made for device replacement.